Event description:
A zoll the service rep (psr) contacted zoll customer support to report that a (B)(6) pt's battery charger would not power on. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to power up. The cause for the failure was isolated to a defective power supply brick connector. There was a broken solder connection in the power brick connector. The root cause of the broken connection could not be positively identified. No adverse event resulted from the damaged connector. The pt received a replacement battery charger/modem.